Event description:
Reporting status: serious injury -required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt was taken for treatment of two lesions in the mid and distal lad. The lesion was crossed successfully with a bmw guide wire and both lesions were predilated with voyager 1.5 x 15 balloon. The distal lad lesion was successfully treated using 2.5 x 15 mm xience v stent. The mid lad lesion was treated with 2.75 x 18 mm xience v stent after successful predilation at 12 atm. The stent was deployed at 12 atm. Post stenting angiogram showed a large area of dissection at the proximal end of the stent and a grade I-ii dissection at the distal end of the stent, as well. The proximal dissection was sealed using xience 2.75 x 15 and the distal end dissection was covered with xience 2.5 x 12. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -product performance engineering determined that dissection is a known adverse event associated with coronary stenting, as listed in the IFU. Dissection can be influenced by several factors, including, lesion characteristics, technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. A conclusive cause for the reported pt effect and the relationship to the products cannot be determined. The other xience stent mentioned is being filed under another MFR number.